Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator (ICD) was have telemetry issues. Multiple programmers were used to finally complete check however neither event nor alert remained. No interventions were reported. The patient was stable.